Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that test strips were missing from a onetouch ultramini meter kit he received from his physician.. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the patient on (B)(6) 2014. The patient reported that his doctor provided the meter kit to him on approximately (B)(6)2013. Prior to receiving the meter kit, the patient confirmed he was testing with a different meter (brand name unknown). The patient informed the mss that he takes oral medication to manage his diabetes and denied making any changes to diabetes regimen due to missing strips. The patient reported that on (B)(6) 2014 at 5:45am, his sister-in-law found him ¿passed out¿ and contacted emergency services. When emergency services arrived, the patient stated his blood glucose registered ¿24 mg/dl¿ when tested with ems meter. The patient stated he was treated with glucose gel by the paramedics and taken to the ER. When he arrived to the ER, the patient confirmed his blood glucose was retested and his blood glucose was up to ¿152 mg/dl¿. The patient stated he was monitored in the ER for a few hours before being released. The patient denied receiving additional medical treatment while in the ER. Prior to ¿passing out¿, the patient stated he had tested his blood glucose with his old meter at midnight prior to going to bed. The patient did not recall the result obtained. The patient denied taking any medication for his diabetes at that time. During the follow-up call the patient confirmed that the meter kit he received from his doctor was not sealed. The patient confirmed that labeling of meter kit indicated that kit included vial of strips. The patient was sent out a vial of test strips. This complaint is being reported because the patient reportedly was treated by an hcp for severe hypoglycemia after he was unable to use the subject meterto test with due to missing product.